Event description:
It was reported that the surgeon performed low anterior resection with blue contour curved stapler and staple line failed while surgeon checked.

Manufacturer narrative:
(B)(4). Date sent 8/7/2025. D4 batch # unk. H6: health effect: clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please provide more details about the device quality issue. Was the device difficult to fire? Did the device fire? Was the device difficult to fire? Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device was stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device close? Did the device open? Was the device difficult to close on the tissue? Was the device difficult to open? On which firing did this occur? Did the tissue retaining pin lock into the correct position? Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Stapler fired, upon inspection of the staple line from below, the staple line opened. 2. Yes. 3. Yes, the device fired. 4. Yes. 5. Yes. 6. Yes, the cut line was complete. 7. Yes. 8. Yes, the cut line was complete. 9. Staples formed. 10. Yes. 11. Yes. 12. Yes, the device was difficult to close. 13. No. 14. Difficult to close device on tissue. 15. Yes. 16. Diverted ileostomy, surgeon will re-check in 6 weeks. 17. Creation of colostomy, additional care to patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? What is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? Was the retaining pin placed manually or automatically? What is the current status of the patient? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent; 8/21/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? What is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in please prior to closing the device? Was the retaining pin placed manually or automatically? What is the current status of the patient? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. 1. Rectal tumor. 2. Information not available. 3. Prior to firing the stapler. 4. Tissue was skeletonized and stapler was inserted smoothly onto tissue surface. 5. Yes. 6. No. 7. Yes. 8. Distal transaction completed in one firing. 9. Device was not reloaded. 10. No difficulties loading. 11. Visually inspected to ensure device was loaded for firing. 12. Retaining pin was placed automatically. 13. Patient discharged. 14. No leak test performed. 15. Staple line was inspected transanal. 16. Not applicable. 17. Staple line completely opened up on inspection. 18. Staples were completely separated. 19. The staple line was sutured after inspection. 20. No issues were noted. 21. No, surgeon does not believe it was device related.